Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is not shifting fully. Associated malfunctions for this device; compressor was noisy, the muffler was clogged, and the sieve beds were leaking.